Manufacturer narrative:
The field service representative (fsr) reviewed the module logs, and found the vacuum pressure was too high for the washcup valve. The fsr replaced the part and the issue was resolved. The washcup valve was determined to be the cause of the result issue. No additional discrepant result issues have been reported since the service activity was completed. The instrument service history review revealed no additional tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Trending was reviewed for the analyzer and washcup valve and did not identify any increase in complaints for the complaint issue. The device historical analysis was reviewed and determined no non-conformances or deviations were identified. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency was identified for the alinity I processing module, serial number (B)(6), or the washcup valve.

Event description:
The customer observed a false positive alinity I total b-hcg result for one 53 year old female patient. The sample was repeated with negative results. The following data was provided: sid (B)(6) initial result = 51.91 miu/ml repeat = 2.91 miu/ml no impact to patient management was reported.

Event description:
The customer observed a false positive alinity I total b-hcg result for one 53-year-old female patient. The sample was repeated with negative results. The following data was provided: sid (B)(6) initial result = 51.91 miu/ml repeat = 2.91 miu/ml no impact to patient management was reported.

Manufacturer narrative:
Complete information for section a1 patient identifier is (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.